Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/lay person spoke with a customer care advocate, cca, in 2007, informing the cca that his enhanced surestep meter would not turn on. The issue could not be resolved during the call. After attempting to turn on the meter at 4:00 am on the day before, the patient felt like he was going to pass out. Reportedly, he received no medical intervention. This senior medical affairs specialist has left two voicemail messages with no response. A letter will be sent. The complaint is classified as an adverse event based on the limited information: because the patient reportedly experienced a symptom indicating serious injury after attempting unsuccessfully to use the meter, the complaint is reported as an adverse event.